Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) has a check fiber optic operation. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Updated fields: b4, b5, e1, g3, g6, h2, h11.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2.. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) checked unit with the simulator, and the unit is working perfectly. All functional test performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) has helium was leaking from the cylinders. There was no patient involvement.